Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with complaints of diaphragmatic stimulation. The left ventricular lead was deactivated. The patient was in good condition and would be monitored.